Manufacturer narrative:
Additional information: the customer was sent a hard drive to fix the issue. Customer was emailed the password that was needed for electronic registration.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) boots into a blue error screen that reads "cannot find boot device". Patients are on hard wired bedside.